Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product performance anomaly, a new lead with same model lead implanted. No additional adverse patient effects were reported.